Event description:
Case description: investigation results: novopen 6: no investigation was possible, because neither sample nor batch number was available. Novorapid penfill: no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: -non-reportable tab updated. -final report ticked in EU/ca tab. -expected follow up date removed in EU/ca tab. -imdrf codes updated in device addendum tab. Narrative updated accordingly. Final manufacturer's comment: 19-apr-2024: the suspected device (novopen 6) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. No reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary novpen 6, batch number:unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Having trouble with diabetes highs levels are in the 20-30s [blood glucose increased] novopen 6 could not be scanned to the libre app on their iphone 12 [device connection issue]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "having trouble with diabetes highs levels are in the 20-30s(blood glucose increased)" with an unspecified onset date, "novopen 6 could not be scanned to the libre app on their iphone 12(device connection issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "product used for an unknown indication." Patient's height, weight and body mass index were not reported. Dosage regimens: novopen 6: not reported. Novorapid penfill: not reported. Medical history was not provided. On an unknown date, patient having trouble with 'diabetes highs', their level of blood glucose(blood glucose) are in the 20-30 (units not specified) as patient can't get their novopen 6 to scan to the libre app on their iphone, this was troubleshooted during the call. Batch number of novopen 6: not available. Batch number of novorapid penfill: not available. Action taken to novopen 6 was reported as unknown. Action taken to novorapid penfill was reported as unknown. The outcome for the event "having trouble with diabetes highs levels are in the 20-30s(blood glucose increased)" was not reported. The outcome for the event "novopen 6 could not be scanned to the libre app on their iphone 12(device connection issue)" was not reported. No further information available. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".